Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the procedure was due to a problem with the medtronic device or therapy and symptoms were reported. The symptoms reported were severe abdominal pain. Location of the symptoms reported were lower left abdomen, caller said that ins was on the left side. Patient reported this as a sudden or gradual change in therapy/symptoms. Caller stated that patient told her that the pain felt like a knife was being twisted in her. Caller said that patient has had several falls and she had fallen backwards, sometimes on the side as ins. Caller said that patient lived in assisted living and has had x-rays. No further symptoms or complications reported.